Event description:
It was reported the patient experienced a skin pulling sensation and burning at the ipg pocket site for approximately 3 months. As a result, surgical intervention was undertaken on (B)(6) 2025 where in the ipg was relocated to a new, deeper location to address the issues.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.